Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event unable to cut. Block h6: imdrf device code a090402 captures the reportable event unable to deliver energy block h2 (additional information): block b5 has been updated based on the additional information received on april 25, 2024.

Event description:
It was reported to boston scientific corporation that a 15mm captivator ii round stiff snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2024. During the procedure, the snare did not cauterize the second time they pressed on the erbe pedal. The procedure was completed with a similar 15mm captivator ii round stiff snare. There were no patient complications reported as a result of this event. Additional information received on april 25, 2024: the anatomy location is colon.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event unable to cut. Block h6: imdrf device code a090402 captures the reportable event unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a 15mm captivator ii round stiff snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the snare did not cauterize the second time they pressed on the erbe pedal. The procedure was completed with a similar 15mm captivator ii round stiff snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a 15mm captivator ii round stiff snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2024. During the procedure, the snare did not cauterize the second time they pressed on the erbe pedal. The procedure was completed with a similar 15mm captivator ii round stiff snare. There were no patient complications reported as a result of this event. Additional information received on april 25, 2024: the anatomy location is colon.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event unable to cut. Block h6: imdrf device code a090402 captures the reportable event unable to deliver energy. Block h11: one captivator - snares was returned for analysis. The device was carefully inspected, and no problems were found. Functional inspection was performed t, the device was extended and retracted in the 10- inch loop fixture and the loop could extend and retract properly, and its electrical resistance was found within specification. No other device problems were noted. The reported complaint of loop failure to cut was unable to be confirmed since the device returned without any problems on it, and a functional and electrical inspections were performed, and the device was found within specification. It is important to mention that the device cannot be functionally tested by emulating the anatomical/procedural factors encountered during the procedure. The analysis of the available information, product analysis of the returned device and product record review did not identify any evidence of either the alleged issues or any defect on the device. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.